Event description:
Trail patient reported having soreness. Patient was knocked out form medicines. Patient was advised to consult with doctor for more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.